Manufacturer narrative:
Patient weight: (B)(6) kg. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the physician ripped the clip out, and the procedure was completed with three more resolution 360 clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: patient weight 48.53 kg block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was possible to observe that the coil was kinked close to the clip assembly and the coil was unraveled at the middle section. Microscope examination was performed on the clip assembly, and it was confirmed under high magnification that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. It was also noted that the capsule locking tabs appeared damaged. Additionally, x-ray analysis was performed and the yoke was separated from the control wire. A dimensional examination was performed to further analyze the deployment issue; the device was disassembled, and the yoke diameter measurement was confirmed to be within specification. A dimensional analysis was also performed on the hooks of the bushing, and both sides of section a were found to be out of specification and side b was confirmed to be out of specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the physician ripped the clip out, and the procedure was completed with three more resolution 360 clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.